Manufacturer narrative:
Continuation of medical devices: 4024-58 lead implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to an infection. A new ipg system was implanted at a later date. No further patient complications have been reported as a result of this event.